Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the clinician stated that the longevity of the device has been less than expected. There is a concern that the device will not last as long as expected. The device remains in use. No patient complications have been reported as a result of this event.